Event description:
The user facility reported that an employee experienced difficulty trying to remove the rack of processed items when using the loading cart. The employee sustained an injury however the user facility would not provide additional injury information.the user facility reported the employee is fine and is back to work. No procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer in which the loading cart is used for and found that the loading cart was not lining up fully with the sterilizer rails. The technician adjusted the loading cart's hooks and confirmed it to be operational.the loading cart subject of the reported event is not under steris service contract and is serviced and maintained by the user facility.